Event description:
Report 1 of 2 it was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic), there were molecular false positives reported across two lot numbers. No patient impact reported. The following information was provided by the initial reporter: "customer reports additional molecular fps occurred on (B)(6) 2023 confirmatory testing was gram stain and culture."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot#: 3102704 d4. Medical device expiration date: 16-01-2024 h4. Device manufacture date: 12-04-2023 there were multiple 510k numbers reported to be involved. The information is as follows: g.5. PMA / 510(k)#: k222591 h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 1 of 2 it was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic), there were molecular false positives reported across two lot numbers. No patient imapct reported. The following information was provided by the initial reporter: "customer reports additional molecular fps occurred on 9/15/23. Confirmatory testing was gram stain and culture."

Manufacturer narrative:
H.6. Investigation summary: catalog: 442023/ batch no.: 3102704. Customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history record review results. Catalog: 442023. Batch no.: 3102728. Customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect. Complaint is unconfirmed based on retention samples and batch history record review results.

Event description:
It was reported while using bd bactec¿ plus aerobic/f culture vials (plastic), there was a molecular false positive result. There was no report of patient impact.

Manufacturer narrative:
The following updates have been made: this MDR pertains only to lot number 3102728. B5. It was reported while using bd bactec¿ plus aerobic/f culture vials (plastic), there was a molecular false positive result. There was no report of patient impact. This record is being reopened to address the corrections required for CAPA pr 11910483.